Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, deployment of a 6/7f mynx control vascular closure device (vcd) was not possible as the device failed to pass through an unknown introducer. Upon inspection, a defect was observed at the distal end of the device, involving a malformed plastic tip and exposed polymer components. A new device was opened to successfully complete the procedure. There was no reported patient injury. The medical team was fully trained and experienced in the use of the device, and no prior incidents or malfunctions had been reported with this product in previous uses. The deployer was mynx certified. A cordis sheath was used, although the model and french size were not specified. Femoral artery suitability was verified via angiography, including confirmation of the insertion angle between 30-45 degrees. The vessel diameter was verified to be at least 5 mm. The device was stored and prepped according to the instructions for use (IFU). The damage was noted during preparation. The device was removed from the packaging following the instructions, and no excess force was applied during insertion. The device was not returned for evaluation as previously expected.

Manufacturer narrative:
As reported, deployment of a 6f/7f mynx control vascular closure device (vcd) was not possible as the device failed to pass through an unknown introducer. Upon inspection, a defect was observed at the distal end of the device, involving a malformed plastic tip and exposed polymer components. A new device was opened to successfully complete the procedure. There was no reported patient injury. The medical team was fully trained and experienced in the use of the device, and no prior incidents or malfunctions had been reported with this product in previous uses. The deployer was mynx certified. A cordis sheath was used, although the model and french size were not specified. Femoral artery suitability was verified via angiography, including confirmation of the insertion angle between 30-45 degrees. The vessel diameter was verified to be at least 5 mm. The device was stored and prepped according to the instructions for use (IFU). The damage was noted during preparation. The device was removed from the packaging following the instructions, and no excess force was applied during insertion. One non-sterile 6f/7f mynx control vascular closure device (vcd) was returned for investigation. Visual inspection of the device showed that button 1 was not depressed, and button 2 was not depressed. The stopcock was found closed, and no syringe was returned for this evaluation. The sealant was exposed but still mounted on the unit delivery shaft. Regarding the condition of the sealant sleeves, a severely frayed/split/torn condition was observed. The catheter sheath introducer (csi) was not returned for this evaluation. The balloon was deflated, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. Per dimensional analysis, the catheter working length was verified and noted to be within the defined parameter. The dimension was obtained using a calibrated ruler. A dimensional analysis of the slit of the sealant sleeves could not be executed due to the severely frayed/split/torn condition of the sealant sleeves. A simulated deployment test evaluation to ensure functionality was performed. The unit worked as intended, deploying the sealant and retracting the balloon respectively. After the tension indicator was aligned by pulling the distal tip in the distal direction, button 1 and button 2 were depressed in the instructed sequence. Verification of compatibility with the sheath per the device IFU could not be completed, as no csi was received. Furthermore, the attempt to perform the insertion/withdrawal test using a lab sample was unsuccessful due to the severely frayed/split/torn condition of the sealant sleeves. A product history record (phr) review of lot f2505604 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported events of ¿mynx control system-impeded,¿ ¿sealant sleeves (cartridge assembly)-frayed/split/torn¿ and ¿mynx control system-deployment difficulty-premature¿ were observed through analysis of the returned device since the sealant sleeves were frayed/split/torn, the device could not be inserted into lab sample sheath, and the sealant was exposed from the damaged sleeves. However, the reported event of ¿catheter sheath introducer (csi)-obstructed-particles/material cannot be injected¿ could not be observed as the cordis sheath was not returned for analysis. The exact cause of the observed conditions could not be conclusively determined during product evaluation. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the issue experienced. However, as it was reported that the damage to the mynx device was noted during preparation, handling factors during prep and insertion into the sheath (such as not supporting the distal end during insertion into the sheath) and/or the condition of the sheath (which was not returned for analysis) possibly contributed to the damaged condition of the sealant sleeves, and the subsequent impedance experienced during insertion, and premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into the sheath, it could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the product analysis, nor the information available for review suggests that the failures noted could be related to the design or manufacturing process of the units. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
As reported, deployment of a 6f/7f mynx control vascular closure device (vcd) was not possible as the device failed to pass through an unknown introducer. Upon inspection, a defect was observed at the distal end of the device, involving a malformed plastic tip and exposed polymer components. A new device was opened to successfully complete the procedure. There was no reported patient injury. The medical team was fully trained and experienced in the use of the device, and no prior incidents or malfunctions had been reported with this product in previous uses. The deployer was mynx certified. A cordis sheath was used, although the model and french size were not specified. Femoral artery suitability was verified via angiography, including confirmation of the insertion angle between 30-45 degrees. The vessel diameter was verified to be at least 5 mm. The device was stored and prepped according to the instructions for use (IFU). The damage was noted during preparation. The device was removed from the packaging following the instructions, and no excess force was applied during insertion. (B)(4): the mynx control device was not returned for analysis. A product history record (phr) review of lot f2505604 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event.(B)(4): the cordis sheath was not returned for analysis. A phr review could not be conducted as a lot number was not provided.the reported events of ¿mynx control system-impeded,¿ ¿sealant sleeves (cartridge assembly)-damaged,¿ and ¿mynx control system-deployment difficulty-premature¿ could not be observed as the mynx control device was not returned for analysis. Additionally, the reported event of ¿catheter sheath introducer (csi)-obstructed-particles/material cannot be injected¿ could not be observed as the cordis sheath was not returned for analysis. The exact cause of the issue experienced could not be determined. Based on the information available for review, it is not possible to determine what factors may have contributed to the reported events. However, handling factors (such as not supporting the distal end during insertion into the sheath and/or using the incorrect insertion angle) are possible. It should be noted that the mynx control device is manufactured with the sealant sleeve assembly at the distal end of the catheter cartridge tubing. The sealant sleeve assembly is assembled with 2 side slit overlapping sleeves. The slits are designed to decrease unsheathing force and increase deployment reliability. The sealant is placed right under the sealant sleeve assembly and is protected from being exposed prematurely. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into the sheath, it could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the mynx control IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU instructs during prep, "flush the procedural sheath with sterile heparinized saline." Also, it instructs during step 1: position balloon, "insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the phr review, nor the available information suggests that the reported failures could be related to the design or manufacturing process of the units. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.